Event description:
It was reported during the implant attempt that the helix would not deploy properly during the lead placement. A new lead was used successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analysis found no anomalies. However, there was blood in/on the helix/lobe mechanism.